Event description:
The director of surgical services reported that the system shut down on its own during a procedure. A back up unit was used to complete the case with no impact to the pt.

Manufacturer narrative:
The company representative examined the system and was able to replicate the reported event. The company representative noted that the j10 and j11 connectors on the power distribution printed circuit board (pcb) were loose. The company representative rerouted the wires and securely attached the loose connectors. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event can be attributed to loose j10 and j11 connectors on the power distribution pcb. (B)(4).